Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8216-50 serial #: (B)(4) description: artisan surgical lead, 50cm the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had an infection at the pocket site. A pink, granulated, and swollen skin at the ipg was noted. The physician believed that the infection was not device or procedure related, and the cause was unknown. The patient was prescribed antibiotics and underwent an explant procedure. The patient was reportedly doing well postoperatively.